Event description:
A 3.0x12mm endeavor sprint des stent was deployed to the first obtuse marginal coronary due to acute coronary syndrome with angina. 4 months from the index procedure, the patient was admitted to the hospital with unstable angina. It is reported that the patient had unstable angina for approximately 2 weeks and underwent exercise stress test which was abnormal. The patient also underwent left heart catheterization and was found to have a lesion in the diagonal. The patient underwent percutaneous coronary intervention for this new lesion. The patient was returned home the next day. Information received indicates that on the day of the index procedure, EKG revealed marked sinus bradycardia with sinus arrhythmia and a septal infarct of undetermined age.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (mi). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Ulcerative esophagitis with tarry stools was reported to have occurred approximately 31 months post index procedure. An endoscopy was carried out and the patient recovered. Investigator indicated that the event was not related to the study device but was probably related to the study drug.